Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo connector were replaced. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.